Event description:
Device implanted (B) (6) 2009. Patient took birth control as directed for 3 months following procedure. Hsg done (B) (6) 2009 - positive tubal occlusion. Positive pregnancy test on (B) (6) 2009. Patient (B) (6) pregnant. No complications to fetus. Device cannot be removed per physician. Patient will have additional procedure after giving birth to ensure pregnancy will not happen again. Patient feels that pregnancy test should be mandatory before hsg test done to eliminate unnecessary xray exposure. Also, it should be recommended that birth control be extended to 5 or 6 months post procedure.